Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient was previously experiencing multiple low flow alarms and presented to site with impaired speech, weakness in the arm, a flow around 3l and an inr of 1.6. Subsequently, the patient was admitted with a suspected transient ischemic attack (tia). The patient's symptoms resolved after a few days and was kept as an inpatient for their anticoagulation therapy. The pump ((B)(4)) was not returned to the manufacturer for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported 'inadequate flow rate' event was confirmed via controller log files which indicated a slight decrease in power consumption, however, parameters remained within the normal operating range. The root cause of the reported 'inadequate flow rate' cannot be conclusively determined; a possible root cause can be attributed to a change in patient state; however there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU) and patient manual which addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction. Also stated in IFU is to maintain anticoagulation within the recommended inr range of 2.0-3.0. In addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Stroke is a known potential complication associated with all patients implanted with vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient called the ventricular assist device (vad) coordinator due to low flow [alarms]. A few hours later the patient came to the emergency department with acute impaired speech and weakness in the arm. The patient was admitted with a suspected transient ischemic attack (tia), flow around 3l and an inr of 1.6. The patient stated that there had been multiple low flow alarms before this event. The patient's symptoms resolved after a few days and appeared to be fully reversed. The patient was kept as an inpatient for optimization of their anticoagulation therapy.